Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd syringe e/t was pierced. Foreign complaints the following information was provided by the initial reporter, translated from (B)(6) to english: ¿ syringe pierced."

Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation, therefore a complete investigation could not be performed. A device history record review showed no non-conformances associated with this issue during the production of reported batch 1809283. Based on the available information we are not able to determine a root cause at this time.

Event description:
It was reported that bd¿ syringe e/t was pierced. Foreign complaints the following information was provided by the initial reporter, translated from french to english: ¿ syringe pierced. ¿